Manufacturer narrative:
References the main component of the system and other applicable components are: product ID neu_stylet_acc, product type: accessory. Product ID: neu_unknown_lead, product type: lead. Analysis of the lead (va16c96) found no anomalies.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the lead would only bend medially. The hcp thought that this was a faulty product issue. It was noted that both left and right side of sacrum was tried and the lead only curved medially. The bent stylet was used first then the straight stylet was used. The rep reported that they opened a second lead and the problem persisted, but the lead was ultimately placed with no curve. No patient symptoms or harm reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative (rep) reported the device would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.